Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The trunk cable was cut, severing the green (+3.3v) wire. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.